Manufacturer narrative:
The root cause for this event cannot be determined based on the information provided by the customer, however, the work performed by the ocd fe on site that was documented in service orders (B)(4) have repaired and returned the provue to expected operation. Qc has since passed after the service calls were complete. No incorrect or erroneous results were reported as a result of this incident. There was no harm to any patient. (B)(4).

Event description:
Customer reports the provue has reported negative results when positive results were expected, based on results obtained from their other provue. Customer states her confidence in the provue has diminished and she requests service with out further troubleshooting. The provue will be taken out of service until a field engineer checks the provue. Customer briefly describes 2 events where the results were negative. Both events were done by different technologists. The same lot numbers were used, but different sets were on each of the provues. Customer states the testings were done as single tests on the provues, not in batches. All quality control results were acceptable. Refer to qerts (B)(4) for the assessment of the first reportable event involving a patient sample that was reported to be false negative based off the results published in the (B)(4) survey where sample ID jat-c where tested compatable for a sample that should have been incompatible. The second event was on (B)(6) 2013 and involved one patient sample. The patient had history of known antibodies and was expected to react with all 3 screening cells. The provue in question produced a negative result with screening cell#1, and positive with cells #2 and #3. The other provue, (B)(4) produced positive results with all 3 screening cells. Customer observed the reaction with cell #1 was weaker when compared to reactions with cells 2 and 3. Issue started on: (B)(6) 2013 frequency: 2 events sample ID: not provided error occurred during: routine use cts requested additional information, customer does not have detailed information and requests service be dispatched to check the diagnostics of the provue due to these 2 events. Cts requested provue reports be faxed. Customer has not done so but will be attached to this header when it is received. Customer provided (B)(4) for service. Cts dispatched service as requested.